Event description:
Undocumented reports of delay of therapy during alarm condition received. In one incident, a patient was receiving tpn at an unspecified rate, when the pump alarmed for cassette. The tubing was changed three times before the infusion was able to be continued. No patient harm or consequence was reported. No further information was available.